Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated to the display. It was recommended that the programmer be returned for service, but its current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer stylus and cursor are were aligned. Analysis also noted that the programmer failed left antenna connection. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.